Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the rod were checked (as far as measurable) by using a sliding caliper and found to be in accordance with the technical drawings. The examination of the raw material inspection sheets and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties of the plate are in compliance the international standards. The examination of the manufacturing papers of the rod showed no deviation from normal conditions or rather any irregularity of the production process. The breakage of the rod occurred approximately 39mm from its caudal end directly below a pedicle screw/rod connector. After breaking the fragments rubbed against each other causing strong destruction to the fracture surfaces (abraded areas, shiny surfaces). When examining the caudal fracture surface of the rod first using the light microscope, visible lines of rest indication the initial fracture zone were shown. The crack initiation started from the ventral side of the rod and run through the material. Investigation with the scanning electron microscope (sem), the fracture behavior could be identified. The fracture surface showed patterns of ripples or fatigue striations. Each striation represents the successive position of an advancing crack front. The presence of striations is a clear indication of a fatigue process. Sem observations and findings indicate that the failure was caused by fatigue and overload. The failure of the investigated rod was assumable due to dynamic bending and probably torsional loads which led to overload and material fatigue. Over a long period of time the investigated rod had to absorb and neutralize forces that may have been greater that the tolerable load. A failure resulting from either a material defect or manufacturing process can be excluded.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a female pt implanted with a hard rod on (B)(6) 2010 returned to surgeon on an unk date. X-rays showed the right lateral rod was broken on the inferior third of the rod. Pt was returned to the operating room on (B)(6) 2011, the broken rod was removed and a new rod was placed. No screws or other hardware was removed.